Manufacturer narrative:
(B)(6). Lot #: 16a12t012 or 16b01t331 should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during filling with 10% dextrose, a nurse discovered a hair inside the burette of a buretrol set. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The visual inspection revealed a strand of hair within the burette chamber. The reported condition was verified. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.